Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored electrograms. Patient will be scheduled for in-clinic visit for device reprogramming. Patient¿s condition was stable.

Event description:
New information received notes patient still presents with post-paced t-wave oversensing. The programming changes that were recommended have not been implemented yet. Patient is scheduled for a clinic visit to perform the programming changes later this month. Patient remains asymptomatic.